Manufacturer narrative:
Patient weight: 74.3 kg. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Interrupt af pm009 clinical study. It was reported that the patient experienced chest pain. On (B)(6) 2019, a patient who underwent an ablation procedure with an intellanav mifi open-irrigated, experienced constant substernal chest pain increased with inspiration. The suspected cause was pericarditis. On (B)(6) 2019, the patient's colchicine medication was changed/adjusted. The outcome was ongoing. It was further reported that the constant substernal chest pain occurred post procedure.

Manufacturer narrative:
Patient weight: (B)(6) kg. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study. It was reported that the patient experienced chest pain. On (B)(6) 2019, a patient who underwent an ablation procedure with an intellanav mifi open-irrigated, experienced constant substernal chest pain increased with inspiration. The suspected cause was pericarditis. On (B)(6) 2019, the patient's colchicine medication was changed/adjusted. The outcome was ongoing.